Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified drug was being administered with the use of a solution administration set when air was observed in the filter. An unspecified pump was being used during therapy. The nurse had to tap the filter and reported that it took much longer to infuse the drug. There was no report of patient injury or medical intervention associated with this event. There is no additional information provided.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.